Manufacturer narrative:
Product ID 7495-25 lot# serial# (B)(4) implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type extension; product ID 3888-28 lot# j0016080v serial# implanted: 2001-(B)(6) explanted: 2012-(B)(6) product type lead; product ID 3777-75 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: 2012-(B)(6) product type lead. (B)(4).

Event description:
It was reported that the device system was explanted for a MRI. The octad lead and neurostimulator were explanted without trouble. When the quad lead with extension was removed, the lead and extension disconnected from one another slightly distal to the extension connection. The reporter was unsure if the lead was damaged prior to attempted removal or if it was cut upon removal. The damaged lead frayed into thin material when the physician began pulling on it in an attempt to remove it. The thin material was difficult for the physician to feel and thus made the removal a challenge. The physician was able to fully remove all system components. The patient appeared to be recovering fine, but no update had been given after the explant date.